Event description:
It was reported, on thursday, (B)(6) 2025, the PICC instructor performed a tubing in the outpatient clinic and opened the package and found that the extension tubing in the package had a right hairline inside. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the package is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt connector assembly was returned for evaluation. An initial visual observation of the photograph showed what appeared to be a hair in the connector package. It could not be determined if the package was sealed and therefore, the origin of the hair could not be determined and the root cause is unknown. The report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.